Manufacturer narrative:
The lens was returned and was sent to a contract lab for analysis. According to the contract lab, the lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy and energy dispersive x-ray (edx) spectroscopy in order to identify foreign material reportedly on the lens surface. Ftir analysis of the white residue on the iol surface shows an excellent match to the reference sodium hyaluronate (amo-healon), an ovd (ophthalmic viscoelastic device). This suggested the lens was prepared for use. No other debris was seen on the lens surface. If present, it may have been masked by the ovd. Edx analysis of the same residue primarily revealed the presence of sodium (na) and chlorine (cl), consistent with ovd material. This solution is not part of the zcb00 although, is required for the device implantation. The particle observed on the cartridge was part of the zcb00 loading and surgery process. Therefore, the claim reported of debris on the device was verified; however, it is part of the surgical process. Manufacturing records were reviewed and the all lenses were manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu indicates to open the lens in a sterile environment, to examine it thoroughly it ensure particles have not become attached to it, and to examine the lens optical surfaces for other defects. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) the lens was not implanted. If explanted; give date: na (not applicable) the lens was not implanted, and thus not explanted. Completed by manufacturer all pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
It was reported that when the doctor opened the intraocular lens, (iol) and put the lens under the microscope, he saw ''something'' on the lens and decided not to use it. The doctor did not specify what he saw or what was wrong with the lens. There was no patient contact. No further information was provided.